Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The physiologist was unable to program the appropriate rate response for the device. Technical services recommended device reprogramming to resolve the issue.